Event description:
During preparation for a stone retrieval procedure, it was discovered that one of the wires on the basket was broken. Another basket was used to complete the procedure and there were no reported pt injuries. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated that one of the wires on the basket was broken and had come away from the bullet on the distal tip of the device. A history search revealed no prior complaints being reported against this product lot.